Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) on (B)(6) 2009 to treat significant pelvic organ prolapse (specifics unknown). During the implantation procedure, the physician discovered that the patient only needed the most proximal portion of the mesh, so he subsequently excised the other portions of the mesh. According to the implanting physician, the patient returned for a follow-up on (B)(6) 2009, and presented with no abnormalities; the physician determined that the patient seemed fine. The patient has not returned to the physician since this appointment. According to the complainant, the patient suffered injuries following the implantation, including urinary problems and extreme pain (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.